Event description:
The manufacturer received information alleging no power for a bipap s/t c series device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system main board was replaced to address the issue. After replacing the part on the device. The device passed all test and was determined to be operational.